Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation / the essure device could not be visualized') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, breast tenderness, pain in joint involving shoulder region, breast pain, dysfunctional uterine bleeding, hesitancy, tiredness, sleepiness, polydipsia, myofascial pain syndrome, dizziness, memory loss, visual disturbances, neck pain, menstrual cycle abnormal, vaginal bleeding, endometrioma, vaginal odor, headache, irregular menstrual cycle, loop electrosurgical excision procedure, menorrhagia, urinary tract infection, abdominal pain, burning sensation, vitamin d deficiency, ache, allergy to antibiotic, costochondritis, chest pain and back pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), migraine ("migraines"), fatigue ("extreme fatigue"), constipation ("constipation"), flatulence ("gas"), abdominal distension ("bloating"), eye movement disorder ("eye twitching") and pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, infection, urinary tract disorder, migraine, fatigue, constipation, flatulence, abdominal distension, eye movement disorder and pelvic pain outcome was unknown. The reporter considered abdominal distension, constipation, eye movement disorder, fatigue, flatulence, genital haemorrhage, infection, migraine, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2017: good bilateral placement of essure devices. Bilaterally blocked tubes. Normal uterine cavity. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation / the essure device could not be visualized') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, breast tenderness, pain in joint involving shoulder region, breast pain, dysfunctional uterine bleeding, hesitancy, tiredness, sleepiness, polydipsia, myofascial pain syndrome, dizziness, memory loss, visual disturbances, neck pain, menstrual cycle abnormal, vaginal bleeding, endometrioma, vaginal odor, headache, irregular menstrual cycle, loop electrosurgical excision procedure, menorrhagia, urinary tract infection, abdominal pain, burning sensation, vitamin d deficiency, ache, allergy to antibiotic, costochondritis, chest pain and back pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), migraine ("migraines"), fatigue ("extreme fatigue"), constipation ("constipation"), flatulence ("gas"), abdominal distension ("bloating"), eye movement disorder ("eye twitching") and pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and salphingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, infection, urinary tract disorder, migraine, fatigue, constipation, flatulence, abdominal distension, eye movement disorder and pelvic pain outcome was unknown. The reporter considered abdominal distension, constipation, eye movement disorder, fatigue, flatulence, genital haemorrhage, infection, migraine, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: good bilateral placement of essure devices. Bilaterally blocked tubes. Normal uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.